Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned skull clamp shows it has minimal rotational movement in its swivel lock assembly and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, and after completing the repair, the unit must undergo a function test. To resolve the issues, the internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test to meet manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts. The probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp unlocked when the patient was turned to prone position. Additional information has been requested.